Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated; another problem was found. During the investigation, an error 42224 message was found in the device information folder and in the pumps event history logs. It was recommended that the error code be cleared, and software applications reinstalled; the liquid crystal display (lcd) was replaced as a preventative measure. No root cause was determined. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a striped screen and then it went blank and alarmed continuously. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient..